Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. During investigation siemens was able to determine from the log files that the emergency stop switch was activated several times on site. In each of these cases, movements were possible both before activation and after activation of the switch. No malfunction of the system could be detected and the system worked as specified. According to the information provided by the customer the problem described in the complaint did not occur again. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected system and no systematic error could be recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. In (B)(6) 2019 the operation table jammed and was not able to be moved resulting in a delay in procedure. At the time, the customer serviced the system internally and did not notify siemens. The event was reported to siemens on june 12, 2019 stating that the incident occurred during an emergency procedure. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.